Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hypoglycemia. The customer blood glucose level was 45 mg/dl at the time of incident and other value was 50 mg/dl and 207 mg/dl. The customer was assisted with troubleshooting. The customer was treated with food and glucose tablets for low blood glucose level. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer did not allege pump was over delivering. The insulin pump will returned for analysis. Frn-unk-rsvr, unomed set.

Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. No unexpected pump error/defect noted during testing.